Event description:
It was reported that an ilet system displayed an ¿unable to proceed¿ alert, subsequently performed an unsolicited factory reset after being off for an extended period, and then persisted with restart alarms that prevented rewinding and completing a supply change; the user paired a new libre 3+ sensor after a prior ¿sensor in use¿ message and reverted to backup therapy due to the pump malfunction. Symptoms included hyperglycemia, with blood glucose values reported around 190 and later 153 without noted distress. Outcomes included no health consequences or impact. Investigation included communication with the user¿s representative and analysis of information provided by the user or third party. Investigation of this case revealed a mechanical problem with the pump that prevented normal operation. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Investigation description. The device exhibited no evidence of external damage or abnormal wear. The unit powered on as expected when placed on the charging pad; however, alert 41 was present in the alert menu, resulting in an ¿unable to proceed¿ condition. The device was subsequently disassembled for further investigation. Internal inspection revealed that the lead screw was not properly seated and had rotated slightly out of position. This misalignment would prevent the lead screw from homing correctly, thereby generating alert 41. The specific cause of the lead screw misalignment could not be determined. The customer complaint is confirmed. Photographic documentation was provided.